Manufacturer narrative:
One used unit was received for analysis. The used unit was inspected and it was found that the tubing detached from the nozzle of the drip chamber. Upon further inspection, uneven cut edges were found on the tubing. A gap greater than 2mm was also identified between the tubing and nozzle of the drip chamber. Conclusions - the engineer concludes that the cause of this incident could be due to the gap that is greater than 2mm that resulted in the tubing detachment from the nozzle of dripchamber during application. Corrective actions taken included the updating of the procedure to increase inspection for no gap between the tubing and the dripchamber, re-training of production associates on the bonding process and providing first production lot number for actions taken for the previously mentioned actions. Future complaints will also be monitored to evaluate for trends.

Event description:
The tubing detached from the drip chamber.